Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were not communicating with the server and could not recover. A technical support specialist confirmed that there was an issue with the hospital's firewall and hospital information technology team fixed the firewall to resolve the issue. The system functioned as intended after the customer resolved the issue.